Event description:
It was reported that the customer had a no delivery alarm. Customer's blood glucose level was 125 mg/dl. Customer was trying to fill his tubing when he received the alarm. Customer was advised to clear the alarm. Customer was unable to resolve the alarm due to lack of supplies. Customer stopped troubleshooting and will try to resolve the issue at work. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.